Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on september 6 2016 stating that 3 out of their 8 leads were not working and the bone had grown over the device.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# va03gsj, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain and radiculopathy. It was reported that there was a lead issue. The manufacturer representative notified the patient on (B)(6) 2016 that only 3 of the 8 ¿lead wires¿ were working and he tried a different program. The patient was trying to schedule a lead revision; however was having difficulty finding a physician who could perform the revision. The patient mentioned that her spinal cord stimulation is cervical. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# va03gsj, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had a recent revision due to out of range electrodes. The issue was fixed after the revision and now all but two were within range- everything else had high impedances. When they were checked at 3v, five were around 38,000 ohms and the rest were 40,000. The patient felt no stimulation (positional or otherwise). Impedances were checked with the neck extended and they received the same result. No falls or trauma were reported. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# va03gsj, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative: the cause of the high impedance was not yet known and the issue was not yet resolved. No further were complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the patient's doctor remains the same. It was reported replacement of the lead is planned, pending insurance authorization with no date set. It was reported the cause was not definitively confirmed yet although a lead issue was suspected since the ipg and extensions were recently replaced, but the problem persists. The issue was not resolved at this time.

Manufacturer narrative:
Product ID: 3998, lot# va03gsj, implanted: (B)(6)2012, explanted:(B)(6) 2018, product type: lead, product ID: 97714, serial# (B)(6), implanted: (B)(6)2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2018-04-19, reporting that the patient¿s lead was broken and they had not been getting good stimulation. It was reported that the lead revision occurred on (B)(6)2018 and the patient wanted (demanded) the lead be given to them. The hospital gave the patient the lead and the rep was calling now and asking for a return mailer kit be sent to the patient for return of the lead for analysis. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated. On (B)(6) 2018, additional information was received from the rep. It was reported that at the patient¿s request, the hospital gave the lead to the patient, rather than to the rep. After taking the lead, the patient realized that she would prefer to submit the lead back to the manufacturer for analysis.  Both the patient and the facility were informed of the preference that the lead be directly returned to manufacturer for analysis, but the patient refused.  A return mailer was sent to the patient, and it is up to the patient to send the lead for analysis at this time. No further complication were reported anticipated.